Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and cardiac disorder ('cardiac disorders') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced cardiac disorder (seriousness criterion hospitalization), thyroid disorder ("thyroid disorders") and hemianaesthesia ("paresthesia in scalp, left hemiface and neck."), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), vertigo ("vertigo") and dysaesthesia ("dysesthesia of upper limbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. The reporter considered abdominal pain, cardiac disorder, dysaesthesia, headache, hemianaesthesia, thyroid disorder and vertigo to be related to essure. The reporter commented: on removal of essure. Improvement but the patient had still symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and cardiac disorder ("cardiac disorders") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted (intra-uterine). On (B)(6) 2018, 1002 days after essure insertion, she experienced cardiac disorder (seriousness criterion hospitalisation), thyroid disorder ("thyroid disorders") and hemiparaesthesia ("paresthesia in scalp, left hemiface and neck"). In 2019, she experienced autoimmune thyroiditis ("hashimoto thyroiditis") and was found to have sinonasal papilloma ("maxillary sinus papilloma"). In (B)(6) 2021, she experienced obstructive airways disorder ("obstructive syndrome"). Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), vertigo ("vertigo"), dysaesthesia ("dysesthesia of upper limbs"), asthenia ("asthenia"), adenomyosis ("uterine adenomyosis"), paraesthesia ("began complaining of paresthesia"), malaise ("malaise"), dizziness ("dizziness") and white matter lesion ("white matter hypersignals"). The patient was treated with surgery (essure removal, salpingectomy through coelioscopy in (B)(6) 2021 and ). At the time of the report, the white matter lesion had resolved. The outcomes for abdominal pain, cardiac disorder, thyroid disorder, headache, vertigo, dysaesthesia, hemiparaesthesia, sinonasal papilloma, obstructive airways disorder, asthenia, adenomyosis, autoimmune thyroiditis, paraesthesia, malaise and dizziness were unknown. The reporter considered abdominal pain, adenomyosis, asthenia, autoimmune thyroiditis, cardiac disorder, dizziness, dysaesthesia, headache, hemiparaesthesia, malaise, obstructive airways disorder, paraesthesia, sinonasal papilloma, thyroid disorder, vertigo and white matter lesion to be related to essure administration. The reporter commented: on removal of essure. Improvement but the patient had still symptoms. Absence of any gynecological symptoms after essure implant. Various ¿neurological manifestations¿ classified as ¿functional¿. Occurrence of a thyroiditis 3 years after essure implant (without any recognized link with a metal exposure). The interpretation of hair dosing results driving towards a possible chronic intoxication that should be very cautiously considered from a toxicological point of view, essure removal made at patient¿s demand, without any medically indication. According to the patient the implant may have been the cause of her damage. It is also mentioned by her obstetric gynecologist on (B)(6) 2021 that the patient would benefit from a removal of her tubal implants which were, perhaps, at the root of the multiple problems that her doctors were struggling to explain. Her neurologist questioned the link between the implant she had and these white matter hypersignals as the brain MRI showed stabilization of these hypersignals following the removal of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): [electrocardiogram] in (B)(6) 2020: heart problem reported. Excluded any problem. [Magnetic resonance imaging] in (B)(6) 2020: diffuse parenthesis including the face explored. Suspicion of deep multiple cortical signals, with normal electromyogram; in (B)(6) 2021: confirming a possible increase of the deep multiple cortical signals; (date unknown): showing some c5-c6 and c6-c7 disk protrusion. (Without consequences on medulla). [Magnetic resonance imaging head] on (B)(6) 2019: revealed a few white matter hypersignals in the sustentorial region, most of which were punctate; on (B)(6) 2021: increase in multiple diffuse subcortical supratentorial flair hypersignals and appearance of a hypersignal of the midbrain; (date unknown): showed a slight increase in these hypersignals. [Pulmonary function test] in (B)(6) 2021: minimal obstructive syndrome. [Ultrasound scan] on (B)(6) 2021: essure devices in good position, interstitial, at both uterine horns. Minimal uterine adenomyosis. Dilatation of the peri-uterine venous network: pelvic venous congestion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: new events paresthesia, dizziness, malaise, white matter hypersignals were added. Lab data, new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and cardiac disorder ('cardiac disorders') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced cardiac disorder (seriousness criterion hospitalization), thyroid disorder ("thyroid disorders") and hemiparaesthesia ("paresthesia in scalp, left hemiface and neck."), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), vertigo ("vertigo") and dysaesthesia ("dysesthesia of upper limbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, cardiac disorder, thyroid disorder, headache, vertigo, dysaesthesia and hemiparaesthesia outcome was unknown. The reporter considered abdominal pain, cardiac disorder, dysaesthesia, headache, hemiparaesthesia, thyroid disorder and vertigo to be related to essure. The reporter commented: on removal of essure. Improvement but the patient had still symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and cardiac disorder ("cardiac disorders") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted (intra-uterine). On (B)(6) 2018, 1002 days after essure insertion, she experienced cardiac disorder (seriousness criterion hospitalization), thyroid disorder ("thyroid disorders") and hemiparaesthesia ("paresthesia in scalp, left hemiface and neck."). In 2019 she experienced autoimmune thyroiditis ("hashimoto thyroiditis") and was found to have sinonasal papilloma ("maxillary sinus papilloma"). In (B)(6) 2021 she experienced obstructive airways disorder ("obstructive syndrome"). Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), vertigo ("vertigo"), dysaesthesia ("dysesthesia of upper limbs"), asthenia ("asthenia") and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (essure removal, salpingectomy through coelioscopy in (B)(6) 2021 and ). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, adenomyosis, asthenia, autoimmune thyroiditis, cardiac disorder, dysaesthesia, headache, hemiparaesthesia, obstructive airways disorder, sinonasal papilloma, thyroid disorder and vertigo to be related to essure administration. The reporter commented: on removal of essure. Improvement but the patient had still symptoms. Absence of any gynecological symptoms after essure implant. Various ¿neurological manifestations¿ classified as ¿functional¿. Occurrence of a thyroiditis 3 years after essure implant (without any recognized link with a metal exposure). The interpretation of hair dosing results driving towards a possible chronic intoxication that should be very cautiously considered from a toxicological point of view, essure removal made at patient¿s demand, without any medically indication. Diagnostic results (normal ranges are provided in parenthesis if available): [electrocardiogram] in (B)(6) 2020: heart problem reported. Excluded any problem [magnetic resonance imaging] in (B)(6) 2020: diffuse parenthesis including the face explored. Suspicion of deep multiple cortical signals, with normal electromyogram; in (B)(6) 2021: confirming a possible increase of the deep multiple cortical signals; (date unknown): showing some c5-c6 and c6-c7 disk protrusion (without consequences on medulla) [magnetic resonance imaging abdominal] on (B)(6) 2021: essure devices in good position, interstitial, at both uterine horns. Minimal uterine adenomyosis. Dilatation of the peri-uterine venous network: pelvic venous congestion [magnetic resonance imaging head] on (B)(6) 2021: increase in multiple diffuse subcortical supratentorial flair hypersignals and appearance of a hypersignal of the midbrain [pulmonary function test] in (B)(6) 2021: minimal obstructive syndrome. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-may-2022: medical record received. Event hashimoto thyroiditis, maxillary sinus papilloma, asthenia, obstructive airways syndrome were added. Lab data updated. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain], cardiac disorders [cardiac disorder], thyroid disorders [thyroid disorder] , headaches [headache] , vertigo [vertigo] , dysesthesia of upper limbs [dysesthesia extremity], paresthesia in scalp, left hemiface and neck. [Hemiparesthesia], maxillary sinus papilloma [sinonasal papilloma] , obstructive syndrome [obstructive airways disorder], asthenia [asthenia], uterine adenomyosis [uterine adenomyoma] , hashimoto thyroiditis [hashimoto's thyroiditis], began complaining of paresthesia [paresthesia], malaise [malaise], dizziness [dizziness] , white matter hypersignals [white matter lesion] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and cardiac disorder ("cardiac disorders") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tobacco user (tobacco use: weaned since (B)(6) 2015, use of nicotine patch. 10 pack-years. No alcohol use.), artificial dental crown failure (dental crown in the upper right (during the year before the endometrectomy)), elective abortion, parity 3 (3 children (vaginal childbirths), penicillin allergy (urticaria), adenoidectomy, amygdalotomy, appendicectomy, adenomyosis and menometrorrhagia. Previously administered products included: copper iud. Concurrent conditions were listed as uterine polyp and body mass index normal. On (B)(6) 2016, the patient had essure inserted (intra-uterine). On (B)(6) 2018, 1002 days after essure insertion, she experienced cardiac disorder (seriousness criterion hospitalisation), thyroid disorder ("thyroid disorders") and hemiparaesthesia ("paresthesia in scalp, left hemiface and neck."). In 2018 she experienced dysaesthesia ("dysesthesia of upper limbs"). In 2019 she experienced autoimmune thyroiditis ("hashimoto thyroiditis") and was found to have sinonasal papilloma ("maxillary sinus papilloma"). In (B)(6) 2021 she experienced obstructive airways disorder ("obstructive syndrome"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), vertigo ("vertigo"), asthenia ("asthenia"), adenomyosis ("uterine adenomyosis"), paraesthesia ("began complaining of paresthesia"), malaise ("malaise"), dizziness ("dizziness") and white matter lesion ("white matter hypersignals"). The patient was treated with xanax (alprazolam) as well as surgery (essure removal, bilateral salpingectomy through coelioscopy in (B)(6)2021 and). At the time of the report, the white matter lesion had resolved. The outcomes for abdominal pain, cardiac disorder, thyroid disorder, headache, vertigo, dysaesthesia, hemiparaesthesia, sinonasal papilloma, obstructive airways disorder, asthenia, adenomyosis, autoimmune thyroiditis, paraesthesia, malaise and dizziness were unknown. The reporter considered abdominal pain, adenomyosis, asthenia, autoimmune thyroiditis, cardiac disorder, dizziness, dysaesthesia, headache, hemiparaesthesia, malaise, obstructive airways disorder, paraesthesia, sinonasal papilloma, thyroid disorder, vertigo and white matter lesion to be related to essure administration. The reporter commented: on removal of essure. Improvement but the patient had still symptoms. Absence of any gynecological symptoms after essure implant. Various ¿neurological manifestations¿ classified as ¿functional¿. Occurrence of a thyroiditis 3 years after essure implant (without any recognized link with a metal exposure). The interpretation of hair dosing results driving towards a possible chronic intoxication that should be very cautiously considered from a toxicological point of view, essure removal made at patient¿s demand, without any medically indication according to the patient the implant may have been the cause of her damage. It is also mentioned by her obstetric gynecologist on (B)(6) 2021 that the patient would benefit from a removal of her tubal implants which were, perhaps, at the root of the multiple problems that her doctors were struggling to explain. Her neurologist questioned the link between the implant she had and these white matter hypersignals as the brain MRI showed stabilization of these hypersignals following the removal of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.55 kg/sqm. [Electrocardiogram] in (B)(6) 2020: heart problem reported. Excluded any problem [magnetic resonance imaging] in (B)(6) 2020: diffuse parenthesis including the face explored. Suspicion of deep multiple cortical signals, with normal electromyogram; in (B)(6) 2021: confirming a possible increase of the deep multiple cortical signals; (date unknown): showing some c5-c6 and c6-c7 disk protrusion (without consequences on medulla). [Magnetic resonance imaging head] on (B)(6)2019: revealed a few white matter hypersignals in the sustentorial region, most of which were punctate; on (B)(6) 2021: increase in multiple diffuse subcortical supratentorial flair hypersignals and appearance of a hypersignal of the midbrain; (date unknown): showed a slight increase in these hypersignals. [Pulmonary function test] in (B)(6) 2021: minimal obstructive syndrome. [Ultrasound scan] on (B)(6) 2021: essure devices in good position, interstitial, at both uterine horns. Minimal uterine adenomyosis. Dilatation of the peri-uterine venous network: pelvic venous congestion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] , cardiac disorders [cardiac disorder] , thyroid disorders [thyroid disorder] , headaches [headache] , vertigo [vertigo] , dysesthesia of upper limbs [dysesthesia extremity] , paresthesia in scalp, left hemiface and neck. [Hemiparesthesia] , maxillary sinus papilloma [sinonasal papilloma] , obstructive syndrome [obstructive airways disorder], asthenia [asthenia] , uterine adenomyosis [uterine adenomyoma] , hashimoto thyroiditis [hashimoto's thyroiditis], began complaining of paresthesia [paresthesia] , malaise [malaise], dizziness [dizziness] , white matter hypersignals [white matter lesion] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and cardiac disorder ("cardiac disorders") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tobacco user (tobacco use: weaned since (B)(6) 2015, use of nicotine patch. 10 pack-years. No alcohol use.), artificial dental crown failure (dental crown in the upper right (during the year before the endometrectomy)), elective abortion, parity 3 (3 children (vaginal childbirths), penicillin allergy (urticaria), adenoidectomy, amygdalotomy, appendicectomy, adenomyosis and menometrorrhagia. Previously administered products included: copper iud. Concurrent conditions were listed as uterine polyp and body mass index normal. On (B)(6)2016, the patient had essure inserted (intra-uterine). On (B)(6)2018, 1002 days after essure insertion, she experienced cardiac disorder (seriousness criterion hospitalisation), thyroid disorder ("thyroid disorders") and hemiparaesthesia ("paresthesia in scalp, left hemiface and neck."). In 2018 she experienced dysaesthesia ("dysesthesia of upper limbs"). In 2019 she experienced autoimmune thyroiditis ("hashimoto thyroiditis") and was found to have sinonasal papilloma ("maxillary sinus papilloma"). In (B)(6) 2021 she experienced obstructive airways disorder ("obstructive syndrome"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), vertigo ("vertigo"), asthenia ("asthenia"), adenomyosis ("uterine adenomyosis"), paraesthesia ("began complaining of paresthesia"), malaise ("malaise"), dizziness ("dizziness") and white matter lesion ("white matter hypersignals"). The patient was treated with xanax (alprazolam) as well as surgery (essure removal, bilateral salpingectomy through coelioscopy in (B)(6)2021 and). Essure was removed on (B)(6)2021. At the time of the report, the white matter lesion had resolved. The outcomes for abdominal pain, cardiac disorder, thyroid disorder, headache, vertigo, dysaesthesia, hemiparaesthesia, sinonasal papilloma, obstructive airways disorder, asthenia, adenomyosis, autoimmune thyroiditis, paraesthesia, malaise and dizziness were unknown. The reporter considered abdominal pain, adenomyosis, asthenia, autoimmune thyroiditis, cardiac disorder, dizziness, dysaesthesia, headache, hemiparaesthesia, malaise, obstructive airways disorder, paraesthesia, sinonasal papilloma, thyroid disorder, vertigo and white matter lesion to be related to essure administration. The reporter commented: on removal of essure. Improvement but the patient had still symptoms. Absence of any gynecological symptoms after essure implant. Various ¿neurological manifestations¿ classified as ¿functional¿. Occurrence of a thyroiditis 3 years after essure implant (without any recognized link with a metal exposure). The interpretation of hair dosing results driving towards a possible chronic intoxication that should be very cautiously considered from a toxicological point of view, essure removal made at patient¿s demand, without any medically indication. According to the patient the implant may have been the cause of her damage. It is also mentioned by her obstetric gynecologist on (B)(6) 2021 that the patient would benefit from a removal of her tubal implants which were, perhaps, at the root of the multiple problems that her doctors were struggling to explain. Her neurologist questioned the link between the implant she had and these white matter hypersignals as the brain MRI showed stabilization of these hypersignals following the removal of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.55 kg/sqm. [Electrocardiogram] in (B)(6) 2020: heart problem reported. Excluded any problem [magnetic resonance imaging] in (B)(6) 2020: diffuse parenthesis including the face explored. Suspicion of deep multiple cortical signals, with normal electromyogram; in (B)(6) 2021: confirming a possible increase of the deep multiple cortical signals; (date unknown): showing some c5-c6 and c6-c7 disk protrusion (without consequences on medulla) [magnetic resonance imaging head] on (B)(6) 2019: revealed a few white matter hypersignals in the sustentorial region, most of which were punctate; on (B)(6)2021: increase in multiple diffuse subcortical supratentorial flair hypersignals and appearance of a hypersignal of the midbrain; (date unknown): showed a slight increase in these hypersignals [pulmonary function test] in (B)(6)2021: minimal obstructive syndrome [ultrasound scan] on (B)(6)2021: essure devices in good position, interstitial, at both uterine horns. Minimal uterine adenomyosis. Dilatation of the peri-uterine venous network: pelvic venous congestion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2025: medical record received. Essure serial number added. Medical history, treatment drugs, patient demographic details (height, weigh & bmi) added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] cardiac disorders [cardiac disorder] thyroid disorders [thyroid disorder] headaches [headache] vertigo [vertigo] dysesthesia of upper limbs [dysesthesia extremity] paresthesia in scalp, left hemiface and neck. [Hemiparesthesia] maxillary sinus papilloma [sinonasal papilloma] obstructive syndrome [obstructive airways disorder] asthenia [asthenia] uterine adenomyosis [uterine adenomyoma] hashimoto thyroiditis [hashimoto's thyroiditis] began complaining of paresthesia [paresthesia] malaise [malaise] dizziness [dizziness] white matter hypersignals [white matter lesion]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and cardiac disorder ("cardiac disorders") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of muscle pain, paraesthesia, dysthyroidism, headache, loss of consciousness, faint, orthopedic procedure, tonsillectomy, hashimoto's thyroiditis, smoker (10 cigarettes a day until 2019), cholecystectomy, nasal polyps, arnold neuralgia, tobacco user (tobacco use: weaned since (B)(6) 2015, use of nicotine patch. 10 pack-years. No alcohol use.), artificial dental crown failure (dental crown in the upper right (during the year before the endometrectomy)), elective abortion, parity 3 (3 children (vaginal childbirths including one girl with hereditary neuropathy due to hypersensitivity to pressure), penicillin allergy (urticaria), adenoidectomy, amygdalotomy, appendicectomy, adenomyosis and menometrorrhagia. Previously administered products included: copper iud and mirena. Past adverse reactions to the above products included: menorrhagia with copper iud and ovarian cyst with mirena. The patient had a family history of breast cancer. Concurrent conditions were listed as memory disturbance, concentration impairment, joint pain, neuropathic pain, dysesthesia, adenomyosis, bronchitis, uterine polyp and body mass index normal. On (B)(6) 2016, the patient had essure inserted (intra-uterine). On (B)(6) 2018, 1002 days after essure insertion, she experienced cardiac disorder (seriousness criterion hospitalisation), thyroid disorder ("thyroid disorders") and hemiparaesthesia ("paresthesia in scalp, left hemiface and neck."). In 2018 she experienced dysaesthesia ("dysesthesia of upper limbs"). In 2019 she experienced autoimmune thyroiditis ("hashimoto thyroiditis") and was found to have sinonasal papilloma ("maxillary sinus papilloma"). In (B)(6) 2021 she experienced obstructive airways disorder ("obstructive syndrome"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), vertigo ("vertigo"), asthenia ("asthenia"), adenomyosis ("uterine adenomyosis"), paraesthesia ("began complaining of paresthesia"), malaise ("malaise"), dizziness ("dizziness") and white matter lesion ("white matter hypersignals"). The patient was treated with xanax (alprazolam) as well as surgery (essure removal, bilateral salpingectomy through coelioscopy in (B)(6) 2021 and). At the time of the report, the abdominal pain and dizziness were resolving, the white matter lesion had resolved and the headache had not resolved. The outcomes for cardiac disorder, thyroid disorder, vertigo, dysaesthesia, hemiparaesthesia, sinonasal papilloma, obstructive airways disorder, asthenia, adenomyosis, autoimmune thyroiditis, paraesthesia and malaise were unknown. The reporter considered abdominal pain, adenomyosis, asthenia, autoimmune thyroiditis, cardiac disorder, dizziness, dysaesthesia, headache, hemiparaesthesia, malaise, obstructive airways disorder, paraesthesia, sinonasal papilloma, thyroid disorder, vertigo and white matter lesion to be related to essure administration. The reporter commented: on removal of essure. Improvement but the patient had still symptoms. Absence of any gynecological symptoms after essure implant. - various ¿neurological manifestations¿ classified as ¿functional¿. - occurrence of a thyroiditis 3 years after essure implant (without any recognized link with a metal exposure). - the interpretation of hair dosing results driving towards a possible chronic intoxication that should be very cautiously considered from a toxicological point of view, - essure removal made at patient¿s demand, without any medically indication. According to the patient the implant may have been the cause of her damage. It is also mentioned by her obstetric gynecologist on (B)(6) 2021 that the patient would benefit from a removal of her tubal implants which were, perhaps, at the root of the multiple problems that her doctors were struggling to explain. Her neurologist questioned the link between the implant she had and these white matter hypersignals as the brain MRI showed stabilization of these hypersignals following the removal of the implants according to the expert, the clinical manifestations did not correspond to the symptoms described in the literature and in the FDA's pharmacovigilance reports. There was no direct and certain link between the patient current symptoms and essure. The patient had no risk-increasing factors and had temporary functional deficit. According to the patient¿s lawyer, causality could not be excluded between essure and the symptoms of the patient and was very likely because disorders occurred after the insertion of essure and partially decreased after the removal. (E.g pain). All the healthcare professionals involved in the follow-up of the patient suspected that the symptoms were attributable to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.55 kg/sqm. [Computerised tomogram] on (B)(6) 2018: it was noted complete filling of the right maxillary sinus [electrocardiogram] in (B)(6) 2020: heart problem reported. Excluded any problem [heavy metal test] (date unknown): chromium, cobalt, nickel tests were negative, tin allergy [magnetic resonance imaging] on (B)(6) 2019: no significant abnormalities; in (B)(6) 2020: diffuse parenthesis including the face explored. Suspicion of deep multiple cortical signals, with normal electromyogram; in (B)(6) 2021: confirming a possible increase of the deep multiple cortical signals; on (B)(6) 2021: white substance subcortical and punctiform hypersignals + new flair hypersignal at mesencephalic level, fuzzy, with slight t1 hypointensity suspected to be artifact.; on (B)(6) 2021: appearance of a known angioma at the level of the vertebral bodies t3 and t4, moderate disc protrusion at c5-c6, absence of pathological hyperintensity at the medullary leve; on (B)(6) 2021: essure in good condition. Minimal uterine adenomyosis. Dilatation of the peri-uterine venous network.; in (B)(6) 2021: absence of residual essure devices, slight adenomyosis; (date unknown): showing some c5-c6 and c6-c7 disk protrusion (without consequences on medulla) [magnetic resonance imaging head] on (B)(6) 2019: revealed a few white matter hypersignals in the sustentorial region, most of which were punctate; on (B)(6) 2021: increase in multiple diffuse subcortical supratentorial flair hypersignals and appearance of a hypersignal of the midbrain and increase in multiple diffuse subcortical supratentorial flair hypersignals and appearance of a mesencephalic hypersignal. An inflammatory pathology remained possible.; (date unknown): showed a slight increase in these hypersignals [pathology test] on (B)(6) 2016: luteal secretory endometrium. No endometritis. No hyperplastic or atypical lesions. No sign of malignancy. [Pulmonary function test] in (B)(6) 2021: minimal obstructive syndrome [ultrasound scan] on (B)(6) 2015: an iud in place with a fibroid uterus and a very probable adenomyosis. On clinical examination, the uterus was of normal size. Antigone contraception was prescribed as essure was only effective after 3 months.; on (B)(6) 2021: essure devices in good position, interstitial, at both uterine horns. Minimal uterine adenomyosis. Dilatation of the peri-uterine venous network: pelvic venous congestion; (date unknown): liver of normal size with no dysmorphic features and no signs of overload. No focal hepatic lesion visualized. [X-ray] on (B)(6) 2021: possible chronic emphysematous bronchitis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jul-2025: medical record received. Concomitant & historical conditions were added. Reporter causality comment updated. Event outcome updated for headache, abdominal pain & dizziness. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.